Manufacturer narrative:
(B)(4). This report is being submitted late due to remediation efforts. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The failure mode of fractured bolt on the straight cup inserter (B)(4) was previously investigated in and changes implemented. This device predates the design improvements. Based on the performed investigation, the need for further corrective action has not been indicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the instrument threads fractured during impaction, causing a 30 minute delay to surgery. Surgery was completed with another device. No additional patient consequences were reported and no further information has been made available.